Event description:
Caller reported a malfunction on the pump, identified by malf 0 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the caller with instructions to reset the pump, which resolved the issue, and the pump did not experience a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurs.